Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "no sound from the speaker. During inspection found." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but there was no sound coming out of the device. The speaker resistance measures open. The speaker software also appeared as "0000" although the sound microcontroller is fully functional. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.